Event description:
According to the report, the synergraft pulmonary hemi-artery seemed to be poor tissue quality. It bled "a ton" after sewing into the aortic arch. The repair stitches for the bleeding just further tore the tissue and a long segment of it looked blue, like it was so thin that you could see the blood beneath. The surgeon was able to stop the bleeding using many felt-augmented sutures.

Manufacturer narrative:
According to the report, the synergraft pulmonary hemi-artery seemed to be poor tissue quality. It bled "a ton" after sewing into the aortic arch. The repair stitches for the bleeding just further tore the tissue and a long segment of it looked blue, like it was so thin that you could see the blood beneath. The surgeon was able to stop the bleeding using many felt-augmented sutures. The tissue was not returned to cryolife; therefore, no direct observations could be made. Processing records were reviewed and it was determined that the tissue met all specifications. No deficiencies were noted and there were no incident reports filed in the courier database during the transit/delivery of this package. The instructions for use includes adequate statements to explain that allografts are human biological tissue and present anatomical variation which is described on the allograft diagram and certificate of assurance supplied with the allograft.

Event description:
According to the report, the synergraft pulmonary hemi-artery seemed to be poor tissue quality. It bled "a ton" after sewing into the aortic arch. The repair stitches for the bleeding just further tore the tissue and a long segment of it looked blue, like it was so thin that you could see the blood beneath. The surgeon was able to stop the bleeding using many felt-augmented sutures.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.